Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
It was reported that the patient walked into an object, causing the pocket scar to re-open and the implantable cardioverter defibrillator (ICD) to become exposed. The ICD and ventricular leads were removed. A new system will be implanted at a later date. The patient was a participant in the attain starfix 4195 lead extraction study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 lead, implanted: (B)(6) 2009. A 1642t lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received, analyzed and no anomalies were found.